Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the lancet holder on the onetouch lancing device is damaged. On 03/03/2010, this medical surveillance specialist contacted the reporter to clarify info obtained during the initial phone call. The pt allegedly is tested with different onetouch lancing devices, one at school and one at home. The pt allegedly had two infections on different fingers after the lancing device malfunctioned. The pt's mom reportedly had to increase the depth of the subject lancing device to obtain the pt's blood glucose reading. The pt's mom found out that the school was using the same lancet multiple times and attributed the pt's infection to the school's incorrect usage of the one touch lancet. The pt's mother treated the pt with ointment for several days but the localized infection did not get better. Three or four days later, the pt went for a dr's office visit where she was treated with oral antibiotic. The pt's infection was gone in a few days after treatment. This complaint is being reported because, the pt allegedly received medical intervention for a localized infection on her finger due to a user error. Please note that the lancet was meant to be used once and disposed of. The reporter noted that pt was tested with the same lancet on multiple occasions at school. Replacement products were sent to the pt.